Manufacturer narrative:
E1: (B)(6) hospital. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image defect/noise) was not confirmed. In addition, service found that insulation resistance value was out of specification due to damaged insertion pipe, the bending section cover was scratched, the adhesive on the bending section cover was chipped, the bending angle in up direction was out of specification due to a dent on the bending tube, the bending section could not be fixed firmly due to damaged lock engagement lever, and the angulation lever could not be moved smoothly due to damaged control section. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an image defect (noise). There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Although the actual item was not sent to the legal manufacturer, it was presumed with the suggested event that the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility - however, it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.